Manufacturer narrative:
Upon receipt of the entire article, this event will be investigated further and will be reviewed by aga medical erosion board chairs.

Event description:
According to the article titled "catheter intervention for congenital heart diseases" the following events occurred: some complications have been reported with the use of this amplatzer septal occluder (aso), such as arrhythmia, embolization, thrombus formation, pericardial effusion, atrioventricular block and cardiac erosion.